Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is the pc board screen lights wouldn't show through the display. The key failure is the misaligned pc board. Adjustments were made and no parts needed for repair.